Event description:
The patient had experienced a return of symptoms, in regards to having difficulty sitting. An (B)(4) study was performed to check for cerebral spinal fluid leak due to their spine surgery hardware. The results of the study were not reported. A healthcare provider indicated that the patient's catheter had been cut during surgery; and options for revising the catheter were discussed. It was later reported that the pump and catheter were explanted; the device was not replaced. The reason for catheter removal was reported as "other". It was noted there was no patient injury; the patient status after device removal was reported as recovered without sequela. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results of the returned device were not available at the time of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. An incomplete/partial catheter was received by the manufacturer. Analysis of the catheter revealed no significant anomaly; acceptable testing was further indicated.